Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that issue resolved by customer. The device functioned as intended after the customer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the recovery of drawer 5.1 is unsuccessful and continues to fail. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.